Event description:
The handpiece would work for a while and then not work. The machine then gave an error sound. The error was not known. The customer tried a 2nd cord which worked and the case was completed with no patient consequence.